Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ pazzanese, v., ancona, m. B., bertoldi, l. F., pagnesi, m., marini, c., gramegna, m., montorfano, m., chieffo, a., pappalardo, f., & camici, p. G. (2019). P1712the impella percutaneous mechanical circulatory support device in cardiogenic shock: a single-center, real-world, observational experience. European heart journal, 40(supplement_1). Https://doi.org/10.1093/eurheartj/ehz748.0467

Event description:
The complaint from the literature review reported 130 patients supported by 2.5, cp, 5.0 or rp, complications noted during hospital stay, acute kidney injury occurred in 56.7% of the patients; need of renal replacement therapy (rrt) 31.7%; access site-related bleeding 14.3%; life-threatening bleeding 31.5%; acute limb ischemia 14.5%; hemolysis 33.3%. The rate of all-cause mortality at 30 days was 39.7%.

Manufacturer narrative:
D.4 expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. The investigation for the access site bleeding, limb ischemia, and hemolysis has been completed. The device nor sufficient clinical information was returned for evaluation. The root cause of the access site bleeding and hemolysis could not be determined since the product was not returned and insufficient clinical details were provided. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined. A.3 revised as selection was inadvertently omitted on initial manufacturer device report number 1220648-2024-11644. B.3 date of event revised as previously entered incorrectly on initial manufacturer device report number 1220648-2024-11644. G.1 revised manufacturing site name and address section as previously entered incorrectly on initial manufacturer device report number 1220648-2024-11644. H.6 added code 925 as it was inadvertently left off the previously submitted manufacturer device report number 1220648-2024-11644. Code 4620 was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-11644. H.10 d.4, d.6a, d.6b and h.4 unknown statements were inadvertently omitted from the initial manufacturer device report 1220648-2024-11644. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device report 1220648-2024-11644 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.